Event description:
Litigation papers allege that on (B)(6) 2006, patient was implanted with a depuy asr hip on her right side. Since then, patient has experienced recurring right hip, thigh, and groin pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.